Event description:
It was reported that the user¿s ilet was not receiving dexcom g7 sensor readings after seven days of wear, with a ¿reconnecting with sensor¿ message noted before the call; the user confirmed the dexcom app continued to display glucose values, and after guidance to toggle settings and re-enter the sensor code (sn 2101), readings resumed on the ilet, indicating intermittent communication failure involving the antenna/electromagnetic communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose remained unaffected. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure between the cgm and the ilet, associated with the antenna/electrical-magnetic communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.